Manufacturer narrative:
No conclusion code available: the reported event of a charge time out was confirmed by review of device diagnostics. The charge time out occurred after the device reached the eol voltage. Longevity estimations show the battery performance was normal based on device usage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the charge time of the capacitors was out of range. The device was explanted and replaced. The patient's condition is fine after the event.